Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed without patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).